Event description:
On (B)(6)2009, the pt reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion device causing insulin to spill into the cartridge compartment. She was instructed how to remove the plunger from the piston rod and she was educated on the proper procedure for removing the cartridge. She dried the cartridge compartment with cotton. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.